Event description:
It was reported that the patient had a burn at cautery pad site x 3, size of half-dollar, quarter size and nickel size blisters and red area on 11/3/97. Burn noted two hours after surgery. Patient was seen five days after surgery.